Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported and the customer was not present during the phone call for troubleshooting. It was stated that prior to the hospitalization the customer experienced high blood glucose while traveling in an airplane. It was stated that the infusion set was kinked and the customer could not change the set because he did not have any extra supplies with him at the time. Several attempts to reach the customer were made, but the customer could not be reached.

Manufacturer narrative:
Currently it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.